Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. The event occurred it main or. Patient involvement was unknown.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4); d9. Date returned to mfg: 25-jan-2024. Investigation summary: one device was received. Per visual inspection, cracked tank cover. There were many marks on the enclosure and front cover. Per functional testing, the device leaks from the tank cover confirming the customer complaint. The root cause was a cracked tank cover. Replaced the tank cover and gasket and performed preventative maintenance (pm). The device passed all functional testing after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.